Event description:
It was reported that the asymptomatic patient presented for follow up, the right atrial lead exhibited loss of sensing and loss of capture. A suspected dislodgement was noted. No intervention had been reported.

Manufacturer narrative:
(B)(4).